Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying the customer washed her parts after each use and there was no milk backup. The customer was sent a new breast pump and was asked to return her pump for testing/analyzing. The customer was contacted by a complaint handler on multiple occasions, to get additional information, with no response as of the date of this report. The pump was evaluated on (B)(6) 2025, it was found in the evaluation that the pump had low suction when tested with the customer's pumping kit and when tested with a medela lab kit. There was residue found in the aggregate and the pump cycles are out of specifications in minimum expression. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that she was experiencing suction issues with her pump in style max flow breast pump. She additionally reported that she had mastitis and went to her doctor and was prescribed an antibiotic.